Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacture for repair and evaluation. The service record indicates that the device was manufactured on 08/23/2010 and was last repaired on 10/18/2013 for damaged gears. Evaluation of the device observed worn gears, damaged comb, and galling of the gear teeth of the roller gear and both cutter gears. Prior to repair, a test mesh could not be performed due to the damaged comb. The device was outside calibration specification on the right side and failed side to side calibration. Customer returned two cutters for evaluation, and both had galled gear teeth. The gears and bushings were replaced on both cutters, but both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Each cutter failed to produce an acceptable test mesh during its previous repair and was returned to the customer as non-repairable. Improper handling and failure to replace the damaged cutters most likely caused the damage to the roller and cutter gears. The device was serviced and returned to the customer.